Event description:
It was reported that the patient was not able to adjust stimulation. They were seeing an end of service (eos) message. The patient had a surging sensation. Starting the april prior to the report the patient began feeling a surging in their chest wall which felt like a zapping to burning sensation in their arm pit to their chest wall. The patient noted that when their arms swung when they walked they could feel the sensation even more. It felt like having a transcutaneous electrical neurostimulation unit turned up too high in the chest wall. The patient was still feeling these sensations even after their device reached eos. The issues occurred following strenuous activity or exercise. The patient had a weight machine that they would do a shoulder exercise with where they never had ¿any strain or pulling¿. 2 days after the exercise the patient started feeling the surge. The sensation went from not feel ing good to being intolerable to not feeling good again. The patient had stenosis and some other things going on too. When the patient used to have their stimulation active they would feel drained and exhausted so they didn¿t have it on very often. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 377760, lot# n0030123, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377760, lot# n0030122, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).